Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for malignant pain. It was reported that the patient was getting a different handset on (B)(6) 2025 and code 351 was seen. The handset was unpaired from the synchromed 3 pump it had been paired to and coupled to the patient's pump. While attempt to repair, the handset stalled at 90%, so the technical services agent walked the hcp through how to clear data and reviewed the field corrective action information. The issue resolved during the call to technical services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they had 'a whole list of error messages' popping up in their ¿myptm¿ application, but their dog chewed up the paper. The patient stated that it took a tremendously long time for the handset to connect to the pump. It was noted that it took almost 2 to 2.5 minutes to establish communication and when it got to 90%, it took forever to deliver the bolus. The patient stated that their pump was about 6 years old and they had not gained weight so the bluetooth connection should be just fine. The agent suspected that the service codes were related to telemetry delay in the ¿myptm¿ application. The patient stated that 90 seconds did not seem like much but when ¿you are hurting¿ and did not feel good. They did not want to hold the equipment for so long. When the agent inquired event date, the patent stated that it had been increasingly getting worse for the last 6-8 months. The patient then mentioned their doctor tried to do something for them, which the agent understood as trying to clear data, but it did not work. The agent assisted the patient in clearing data. The patient appeared to reference they had 28 kb but was difficult to understand. The patient referenced that they were trying to clear cache themselves somewhere in the handset prior to calling. When the agent was walking the patient through clearing data, the patient was already connected to the pump and had an expected 15-minute lockout, but the patient reconnected to the pump after clearing data to read pump meds. The patient mentioned that they are deaf in one ear and a little blind. The patient was difficult to understand and had difficulties answering questions throughout call. The agent assisted the patient in clearing data on the handset. The patient stated that he knows the steps now but stated they will monitor and call back if further assistance is needed.